Manufacturer narrative:
Failure analysis on the returned gas delivery system shows that during troubleshooting found defective u1 (sensor air flow amp 1000 sscm) generating the average air flow display reading at -239.7 lpm and the analyzer reading at 240.0 lpm set at 10 lpm. U1 was replaced on the air flow sensor pcba.

Manufacturer narrative:
Patient information was requested and the customer did not provide.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk and no volume. The customer reported the device was in use on patient, but there was no patient harm reported.